Event description:
During attempted deployment of a precise stent in the left carotid artery, the stent did not release from the delivery system, and the "catheter was cut off from the tip". The entire precise catheter, including the undeployed stent, was removed from the patient without consequence. A wall stent was then deployed successfully. There was no report of patient injury with regards to the precise catheter. Additional information from the affiliate indicated that an angioguard rx was used in conjunction with the precise during this intervention. It was noted that after post-dilatation of the wall stent, the pt began feeling uncomfortable. After removal of the angioguard filter, the patient was said to be hemi-paralyzed. The percent stenosis present in the target carotid lesion was 95% and the lesion was calcified. Thrombus was also present in the lesion. It was noted that at the time the stent was post-dilated, there was adequate flow through the angioguard. The angioguard basket was noted to be full prior to capture. There was no difficulty capturing or withdrawing the angioguard, and no damage was noted in the filter basket. The patient was diagnosed with a transient ischemic attack (tia), but no thrombus was noted to have been released from the filter during removal, and the veessel did not thrombose. The patient's symptoms resolved 4 hours later.

Manufacturer narrative:
During the attempted deployment of a stent in the carotid artery, it was reported that the stent would not release from the stent delivery system (sds). The vessel was described as calcified with a 95% stenosis with thrombus present. An embolic protection device was used. It was reported that the sds catheter was "cut off" during removal, but was removed intact. A wall stent was then deployed successfully and the procedure was successfully completed. However, after post-dilatation of the stent, the patient began to feel uncomfortable. After removal of the angioguard filter, the patient was said to be hemi-paralyzed. The patient was diagnosed with a transient ischemic attack (tia), but no thrombus was noted to have been released during filter removal, and the vessel did not thrombose. The patient's symptoms resolved 4 hours later. At the time the stent was post-dilated, there was adequate flow through the angioguard. The angioguard basket was noted to be full prior to capture. There was no difficulty capturing or withdrawing the angioguard, and no damage was noted to the filter basket. Factors that may have influenced the event include patient, procedural and lesion. However, there is not enough information to draw a conclusion between the device and the event. The precise rx device is being reported as a malfunction, as the outer sheath was found to be fractured upon analysis of the returned product. A non sterile 9x30mm precise rx was received coiled inside a plastic bag. The proximal outer sheath was broken at the proximal end of the proximal outer member taper. The inner shaft (including a section of the outer sheath) was pulled out proximally through the tuohy borst valve. Blood residuals were observed on the distal outer sheath and tuohy borst valve. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. The reported deployment difficulty could not be confirmed; the proximal outer sheath was found to be broken. The exact cause of the damage to the unit could not be conclusively determined, but may have occurred during use.